Manufacturer narrative:
Omsc customer service engineer followed-up the facility to obtain add'l info regarding this report. After sterilization using a sterrad sterilizer, the subject device reportedly passed the microbiological test at the facility. However, after cleaning and disinfection using an automated endoscopic reprocessor (aer), the microbiological test result was reportedly positive. The engineer checked the subject device. The engineer also observed the reprocessing procedure at the facility and found that the facility had not check the concentration of the disinfectant for the aer each of use.

Event description:
Olympus medical systems corporation (omsc) was informed that two days after having a cystoscopy, the pt returned to the facility complaining of bad feeling. The pt reportedly developed prostatitis and tested positive for serratia bacteria. It was reported that the pt was provided antibiotics and was doing fine.